Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Event description:
It was reported that during an open lobectomy procedure when stapling the lung on the first firing, the staples were not formed properly, but it did still hold together the tissue. Oversewed the staple line to ensure pnemonstasis. Buttressing material was not used. No patient consequences reported.